Manufacturer narrative:
(B)(4)

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report that the patient's receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.